Manufacturer narrative:
This report is submitted on march 1, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver body through the skin. The patient was treated with topical steroids, and was placed under general anesthesia on (B)(6) 2021, in order to close the wound. The implanted device remains.